Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) conducted a remote analysis of the system and verified that it fails to power on and does not permit saving. After reviewing the log, it reported exposure not possible due to full image disk and inability to initiate frontal ippc. Upon troubleshooting, rse and engineer tested database consistency, recreated image store, but there is ongoing error. The engineer replaced the bios battery, checked disks with windows tools, found one faulty hard drive. To resolve the problem, the engineer bought and installed hard drives, connected to the system, and recreated the image store. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.